Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system ace 68 reperfusion catheter (ace68) and a velocity delivery microcatheter (velocity). During the procedure, the physician completed one pass using the ace68 and velocity. During the second pass, the physician advanced the ace68 over the velocity. Next, the physician performed an angiography and noticed a change in the shape of the ace68. Therefore, the ace68 was removed. Upon removal, the physician noticed that the ace68 was stretched at the distal end. Therefore, the ace68 was not used for the remainder of the procedure. The procedure was completed using the same velocity and new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ace68 confirmed that the catheter was stretched. If the catheter is forcefully manipulated against resistance during use, damage such as stretching may occur. The root cause of resistance could not be determined. Further evaluation revealed the ace68 was ovalized. This damage was incidental to the reported complaint, and the root cause could not be determined. During the functional test, resistance was encountered while attempting to advance a demonstration velocity through the returned ace68 due to the stretch in the catheter shaft, and the velocity could not be advanced any further. Resistance was also encountered while attempting to advance the returned ace68 through a demonstration neuron max due to the distal ovalization on ace68, and the ace68 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.